Event description:
The incident occurred either on (B)(6). The end-user was using the device. She had two electrodes from channel one on the rear left of her neck, and the paired electrodes were 3" away on the top of her shoulder. Channel two was set up identically, except on the right side of her neck and shoulder. Her therapist taught her how to place the electrodes. It is also reported that her doctor set the parameters on the device, and she has been using it with those parameters. She was driving, and had just pulled into a parking spot, when the intensity on channel one (which was set at 3 ma) shot up, immobilizing her. She states the device would not shut off, however, she admitted she may not have unlocked the device prior to attempting to power it down. She said she was left physically shaking. She got out of her car and "walked it off," and felt better than she thought she would after her short walk. The user did not report that she had received any burns that she was aware of from this event. The device involved with this event was returned to compass health brands and evaluated on 7/14/2017. The customer's complaint could be confirmed from a review of the returned device. The returned device was tested for product performance, and was determined to fall outside of the manufacturer's specifications, as defined in the product's user manual. The returned device failed testing within these specifications, indicating malfunction.